Manufacturer narrative:
The following devices were also listed in this report: unknown accolade ii femoral stem; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Corrected data: reportable other device. An event regarding infection involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began experiencing discomfort in the area of his device. Based upon this finding and in light of the plaintiff's worsening symptoms he was taken for revision surgery on his hip on (B)(6) 2016. It is further alleged that during this surgery it was discovered that there was an infection in the patients hip and he underwent further revision operations on (B)(6) 2016 and on (B)(6) 2016 to further treat the infection in his hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the attorney and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began experiencing discomfort in the area of his device. Based upon this finding and in light of the plaintiff's worsening symptoms he was taken for revision surgery on his hip on (B)(6) 2016. It is further alleged that during this surgery it was discovered that there was an infection in the patients hip and he underwent further revision operations on (B)(6) 2016 and on (B)(6) 2016 to further treat the infection in his hip.